Event description:
Device 1 of 2: reference MFR report: 1627487-2013-15720. The pt reported she is experiencing uncomfortable heating at the ipg site while charging. The pt states the heating begins after charging approximately 30 minutes. A replacement le charging system was sent to the pt as the next course of action. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.